Event description:
Peritoneal dialysis catheter pulled apart at connector site while patient was at home. Per protocol, patient was brought in for transfer set change as well as placement of new adapter. Also given vancomycin 1 gram and cefepime 1 gram intraperitoneally and specimen of peritoneal fluid was sent for cell count, gram stain and culture. Also required oral antibiotic therapy as additional prophylaxis against peritonitis.